Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 43 mg/dL. The cause of the low BG was unknown. The customer consumed carbohydrates to address the BG level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.